Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted. Motor passed the motor test. Insulin pump had a button error alarm due to moisture damage keypad traces. Moisture damage found on lcd boards. Insulin pump received with normal operating currents. No unexpected failed battery test alarm noted. Insulin pump received with cracked display window corner, reservoir tube reservoir tube lip, broken belt clip slot near battery tube and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported her son had gotten into the pool with his insulin pump, causing it to not work. The son's blood glucose was 182 mg/dl. Customer's father also reported a button error alarm and failed battery test. Troubleshooting did not occur because the son was not there. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.